Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, while being pulled out, the bag tore and the specimen fell into the patient. They opened a new bag to complete the case. Patient status was unknown.